Event description:
It was reported that during an office visit on (B)(6) 2016 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2016. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2016. The device was not interrogated prior to the patient leaving the office on (B)(6) 2016 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. As a result of the changed setting the patient experienced painful stimulation. The settings were then adjusted on (B)(6) 2016. No additional relevant information has been received to date.

Event description:
An sd card containing a copy of the physician's tablet was received. The data was reviewed and confirmed that the output current was set to 0ma prior to a faulted diagnostic test with no final interrogation. The following day the generator was interrogated and output current was found to be set to 1ma. The data also confirmed that diagnostic results were within normal limits when the patient was experiencing the painful stimulation. Additionally, the data indicated that the patient was programmed off on (B)(6) 2016.